Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported the lead has high impedance. At implant in 1997, the bipolar impedance was 1800 ohms. Eight years later it was 3100 ohms and now it is > 4000 ohms bipolar, and 3100 ohms unipolar. Isometrics and positional changes were suggested to try to observe oversensing. An x-ray was also suggested, as well as checking lead diagnostics through the device. Discussion with the physician is planned; it is likely the lead will be replaced. No patient complications were reported as a result of this event.